Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: broken device observed assessed as unidentified (tear) opening. (Shell thickness was within specification). Seroma late: unable to observe as it is not related to the device. As per the investigation procedure, particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "during both insertions, rupture was found after ultrasound." And "rupture and seroma for left side" this is for the left side device. The device has been explanted and replaced.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Event description:
Patient reported left side "rupture and seroma." The device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d1, d4, d6b, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 05/mar/2024.

Event description:
Patient reported "during both insertions, rupture was found after ultrasound." And "rupture and seroma for left side" this is for the left side device. The device has been explanted and replaced.

Manufacturer narrative:
Corrected data: b1 g1 h6.

Event description:
Patient reported left side "rupture" diagnosed via ultrasound and seroma. The device has been explanted and replaced.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: device patch with lot number 2169525 and catalog number 115-272g. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "during both insertions, rupture was found after ultrasound." And "rupture and seroma for left side" this is for the left side device. The device has been explanted and replaced.